Event description:
Subcutaneous leakage. The indwell time was 118 days. The left external vein was accessed. In 2009, as occlusion in the white line was observed, flushing was done with a 20 ml syringe. After that, the device was used without a problem. The next day, red flare and development of fever were observed. In the same month, as these symptoms grew stronger, the doctor suspected infection. When saline was infused into the catheter, a leakage was observed and the device was removed. A longitudinal split was found in the catheter.

Manufacturer narrative:
This complaint of a subcutaneous leak is confirmed and will be reported as user related. During functional testing, two leaks were observed in the catheter. The leak sites are seen just distal to the surecuff. Both the white luer lumen (.8mm ID) and the red luer lumen (1.0mm ID) leak. The leak sites are s shaped. During functional testing, both the red and white luer lumens are occluded distal to their burst sites. The two split sites found on the tubing contains characteristics associated with burst trauma secondary to over- pressurization. Infusion pressures have exceeded the burst strength of the catheter tubing. The device had been in place for approximately 118 days prior to the complaint incident. No other complications with this device are known. This implies the device functioned as designed until the complaint incident occurred. Gross visual and microscopic examinations and functional testing showed no evidence of a defect or deformity related to the manufacturing process. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.